Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "low phaco power during surgery" (device operates differently than expected). The nurse reported low phaco power during surgery. The system was switched out and the case was completed. No pt injury was reported.